Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative confirmed that the x-ray control board had no light and the generator had no power. The power conversion was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspected power conversion was returned for analysis, however results are not yet available.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that when the system was booted first thing to complete rad gain calibration, there's a red "x" showing for radiation. Troubleshooting included clearing the e-stop, rebooting with the interconnect cable unplugged, and checking the dongle, with no resolution. There was no patient present when this issue was identified.

Manufacturer narrative:
The standalone power control board was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for evaluation. Testing found that a transistor on the unit was shorted.